Manufacturer narrative:
Per tandem¿s user guide, ¿the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin¿. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge was intermittently inaccurate. The customer overfilled the cartridge with insulin, and tandem technical support reminded the customer this was off label. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, the customer loaded a new cartridge successfully and received an accurate fill estimate.